Event description:
It was reported that the patient connector of a peritoneal dialysis (pd) transfer set disconnected from the titanium adapter which resulted to leak. This occurred during use of the device for peritoneal dialysis therapy. To resolve this issue, the transfer set was replaced. There was no allegation against the titanium adapter. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction made to b5: there was no report of patient injury or medical intervention associated with this event, however the patient was treated with antibiotics as a precaution. Correction made to e1: initial reporter state: na (previously submitted as ni). H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. Integrity seal surface testing was performed and no issues were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.